Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the patient presented to coronary care unit with bradycardia. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture. On (B)(6) 2018, the patient presented in for lead position. Upon interrogation, the lead capture was normal. Due to previously loss of capture, the lead was repositioned successfully on (B)(6) 2018. The patient was in stable condition throughout.